Manufacturer narrative:
Synergy ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was successfully deployed in the patient. The balloon body was reviewed and there were no issues to note. It appeared the balloon had been inflated and deflated. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified a break in the midshaft. The break exposed the inner section of the midshaft and the core wire and separated the distal portion of the device. There was a red medium resembling blood present inside the midshaft, shaft polymer extrusion and the balloon. There was a kink in the inner midshaft. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 12 synergy drug-eluting stent was implanted to treat the lesion. However, post stent deployment, the shaft of the stent broke at the proximal part. Subsequently, the physician performed an unusual maneuver to remove the device. As the stent was well implanted in the vessel, no further actions were done and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 12 synergy drug-eluting stent was implanted to treat the lesion. However, post stent deployment, the shaft of the stent broke at the proximal part. Subsequently, the physician performed an unusual maneuver to remove the device. As the stent was well implanted in the vessel, no further actions were done and the procedure was completed. No patient complications were reported.